Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) had a defective touchscreen that did not respond accurately. Touchscreen calibration was performed but the issue remained. There was no patient involvement.

Manufacturer narrative:
The srt replaced the ccm touchscreen and performed release testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.